Manufacturer narrative:
Although the lot number was reported as 676, this number does not match any lot numbers manufactured for the retriever device. Therefore, a review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, dissection is a known risk associated with endovascular procedures and is listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that when the retriever was being advanced at the stenosed target area of the occluded vasogenic left internal carotid artery, vessel dissection occurred. The physician deployed a stent in response to the event and the patient recovered. No further information is available.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that when the retriever was being advanced at the stenosed target area of the occluded vasogenic left internal carotid artery, vessel dissection occurred. The physician deployed a stent in response to the event and the patient recovered. No further information is available.